Event description:
A biomedical technician (biomed) reported to fresenius that thermal damage was identified on the aquabplus reverse osmosis (ro) system at the l1 of the mains power cable. The issue was identified during troubleshooting after the biomed contacted fresenius technical services when the ro system repeatedly encountered a p1 pump defective error (f04-50-04) during the t1 test. There was not any observed burning smell, smoke, spark, flame, or arcing. The biomed opened the ro system and found the thermal overload relay was tripped. The biomed reset the thermal overlay by pressing the blue button. The biomed stated that the ro system was able to pass the t1 test and enter supply mode after the overload relay was reset. No parts were replaced. No loose wires were noted. The biomed believed it was possible that a power surge had occurred. There were no blown fuses found in the local power supply. The ro system is plugged into its own breaker. There was no patient involvement nor personal harm to anyone as a result of discovering the thermal damage.

Manufacturer narrative:
Plant investigation: the reported thermal damage can be confirmed by means of the provided photograph. The machine files and reported error code f-04-50-04 - t1-test and pump p1 defective cannot be investigated. Despite several requests, the machine files and additional requested information were not provided. Due to the reported error code f-04-50-04 it can be assumed that the thermal damage occurred on stage 1. Due to the missing machine files it also cannot be determined if the motor protection switch was either pre- damaged due to frequent run-dry errors or by not considering the required cool-down time of 120 seconds before resetting the motor protection switch. The thermal damage was most likely caused by a bad electrical contact between the connected wire and its contact pin at motor protection switch. The bad contact resulted in a higher contact resistance and respectively higher thermal stress, which resulted in the identified thermal damage. The occurrence of error code f-04-50-04 was solved by resetting the thermal overload relay. Due to the mentioned power surge and the reported thermal damage of the connection wires and the power cord it could be possible that the inner bimetallic switches of the motor protection switch are damaged. It is therefore recommended to replace the motor protection switch and the connected wiring (which includes the connection between motor protection switch and contactor and also power cord): the device history record review was reviewed. No similar behavior was reported during the internal test procedure as the electrical contact was confirmed to be working. A review of repair history of concerned device indicates that there are no related repairs to the current complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported to fresenius that thermal damage was identified on the aquabplus reverse osmosis (ro) system at the l1 of the mains power cable. The issue was identified during troubleshooting after the biomed contacted fresenius technical services when the ro system repeatedly encountered a p1 pump defective error (f04-50-04) during the t1 test. There was not any observed burning smell, smoke, spark, flame, or arcing. The biomed opened the ro system and found the thermal overload relay was tripped. The biomed reset the thermal overlay by pressing the blue button. The biomed stated that the ro system was able to pass the t1 test and enter supply mode after the overload relay was reset. No parts were replaced. No loose wires were noted. The biomed believed it was possible that a power surge had occurred. There were no blown fuses found in the local power supply. The ro system is plugged into its own breaker. There was no patient involvement nor personal harm to anyone as a result of discovering the thermal damage.